Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (25 mg/ml at a dose of 17.989 ¿mg/ml¿) via an implanted pump. The indication for pump use was non-malignant pain. Per the patient, the pump had shifted in the pocket. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue and unknown if any diagnostics and/or troubleshooting had been performed. On (B)(6), the pocket was revised to the back lower flank and the pump connector segment of the catheter was replaced with a new connector. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.